Event description:
An implantable cardiac defibrillator (ICD) system was returned from an unknown source with no information. Information identified in the manufacture¿s data base indicated the patient died approximately three months post implant of the ICD system. A cause of death was requested and not received.

Manufacturer narrative:
Product event summary # product ID# 694965 a proximal portion was received measuring 14 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Implantable cardiac defibrillator product ID (B)(4) implanted: 2013 (B)(6); product ID implantable pacing lead 407652 implanted: 2006 (B)(6). (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.